Event description:
User facility medwatch report received that states: "vascular closure device did not deploy in the femoral artery. The actual star-clip came out with the device and nothing was implanted into the patient. Manual pressure was held until hemostasis achieved. No other issues were encountered. Patient was not harmed. What was the original intended procedure? Vascular closure post heart cath."

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported device clip at distal end of device was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar device clip at distal end of device incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
Subsequent to the filing of the initial medwatch report, additional information received: arteriotomy closure was attempted using the starclose se device via an 8f sheath after a diagnostinc heart catheterization. The physician is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.